Manufacturer narrative:
The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report four of four for the same event. Reports one through three are reported on MFR #: 0001032347-2017-00201 through 0001032347-2017-00203.

Event description:
The distributor reported the screws were removed from the patient's bone. He states, "doctor used them. Decided he didn't need them so they were removed." It is reported there was no delay to the procedure due to the doctor's decision. The distributor also advised, "sometimes they were removed and nothing inserted in its place; sometimes emergency screws were placed."